Manufacturer narrative:
Patient medications include; coumadin, losartan, nifedipine, tamsulosin, spiriva, albuterol. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: pla280300/12333179.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The aortic neck was also reported to be moderately calcified. On an unknown date, follow-up imaging identified a proximal type I endoleak with no evidence of aneurysm enlargement. The cause of the endoleak is reportedly due to aortic remodeling resulting in the loss of wall apposition and distal movement (amount unknown) of the trunk-ipsilateral leg component. On (B)(6) 2014, an intervention was performed whereby an aortic extender component was implanted for proximal extension. Intra-operative imaging showed the proximal type I endoleak persisted. An additional aortic extender component was then implanted providing additional proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.